Event description:
It was reported that there was intermittent capture threshold at high outputs on the lead and it was found to be dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implantable pulse generator (ipg), implanted: (B)(6) 2013; 383059 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).